Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient heard a shocking sound while on the phone, and at that time started receiving vibratory alert. When the patient presented in the emergency room, an alert for charge time limit reached was observed. Capacitor maintenance was performed and a normal charge time was noted. The device was explanted and replaced. The patient was doing well post-procedure.